Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was cleaned and connection tightened to resolve the issue. Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction of the suction regulator resulting in the loss of suction. There was no report of patient injury.